Event description:
The customer reported that the patient had blood loss of under 500ml, however, regrasp alarms were heard. The surgery was extended by more than 30 minutes. The size of the vessel that was bleeding is unk. It is also unknown how often the device was cleaned, if at all, in the 30 minutes of use. There was no injury to the patient and the surgery was finished with another device.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the device was thoroughly cleaned and did not show evidence of use. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.